Event description:
Customer alleged receiving 2 false negative results. Customer was only able to provide data on one pt; pt visit on (B)(6) 2013 ((B)(6) 2012) negative pregnancy test in office after 3 mins time, hcg quant total at lab of 1740 drawn at 11:20 am. Pt specimen was reported as fresh. Internal and external controls were reported as fine. No pt samples were available for inspection.

Manufacturer narrative:
Investigation pending.